Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of the pessary upon removal leaving the pessary inside. She was unable to manually remove the device and went to urgent care where the pessary was removed. She was doing fine.